Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that while she was injecting the intraocular lens (iol), the haptic stuck in the cartridge and broke. The lens was implanted and the surgery was completed. The iol was exchanged 6 days after the initial procedure. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: intraocular lens (iol): iol returned positioned incorrectly in the iol case. Solution is dried on the iol. One haptic is broken/torn and not returned. Another haptic (gusset area through distal tip) was observed inside the cartridge tip. The optic is torn/split-cut and scratched/marked-rejectable. The optic edge is nicked/chipped-rejectable. Cartridge: the associated qualified company iii d cartridge was returned. Inadequate viscoelastic was observed in the cartridge. A broken haptic was observed inside the cartridge tip. The haptic is in an extended position with the distal tip oriented toward the loading area. The cartridge shows evidence of being placed into a handpiece. Company product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is qualified for the lens/company combination used. The associated handpiece is unknown. A broken haptic was observed inside the associated cartridge tip. The root cause is most likely related a failure to follow the dfu. An inadequate amount of viscoelastic was also observed. Not adequately filling the device with a qualified viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).